Manufacturer narrative:
Upon investigating the actual device used in the incident, it was determined that the remote manager had required maintenance due to latch damage. A field service engineer replaced the smart remote manager latch and harness wiring to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the remote manager required maintenance. A nurse reported that they pulled out some meds when the issue started and managed to get the said medication from the pharmacy, and it didn't cause any delay. However, there were no adverse events or injuries reported based on this event.